Manufacturer narrative:
Additional manufacturer narrative: (B)(4). Root cause of reported event has not yet been established. Investigation by manufacturer is currently inprocess. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during the aquablation procedure, the aquabeam console was unresponsive. Multiple troubleshooting steps were made to resolve the issue without success, subsequently, the aquablation procedure was aborted and converted to transurethral resection of the prostate (turp) surgery. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
The aquabeam console was returned for investigation. The log file review could not confirm the reported event. The console was tested on the qa test system. An aquabeam motorpack was connected to the returned console without issues; the console did not intermittently turn on and off. Upon setting up the console for a simulated aquablation session, it was found that the pump cartridge latch could not be locked and is stuck in the unlocked position. The console was then deconstructed and it was observed that the helical gear was broken. Additionally, the related motorpack was not returned for investigation. A review of the device history record (DHR) for aquabeam robotic system/serial number (B)(6) and the aquabeam console / lot number 21c01776 was performed, which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system and its associated component met all design and manufacturing specifications when released for distribution. A 12-month similar complaint review identified no other similar events have been reported to procept. Aquabeam robotic system user manual, um0101-00 rev. F, was reviewed and states the following: 7.2 aquabeam console the aquabeam console (figure 8), a reusable component of the aquabeam robotic system, controls the functionality of the high-velocity waterjet delivered by the aquabeam handpiece. The console performs the following functions: · provides power source to the motorpack and foot pedal · controls pump power and speed · primes the aquabeam handpiece during system setup · accepts planned resection angles and treatment contour from the cpu to allow the initiation of the resection · displays the status of the aquablation procedure modes (i.e. Plan or cut) · displays pump level during the aquablation procedure the console is mounted on the roll stand, which is then locked in place to prevent movement during the procedure. It is connected to the roll stand transformer with a medical-grade grounded power cord. It is connected to the cpu via a usb cable and connected to the motorpack and foot pedal through custom cables. Prior to initiation of the aquablation procedure, the motorpack is attached to the console (figure 9). The root cause is undeterminable as the log file review could not confirm the reported event, the related motorpack was not returned, and the console could not be tested due to a broken helical gear. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.